Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after firing and removing the jaws from the tissue, a few of the staples were properly formed, however noticeable amounts did not form the correct shape, resulting in bleeding. The issue was resolved by manually suturing. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted the reload was fully fired with a deformed anvil clamping mechanism and a damaged knife blade. During functional evaluation, the interlock was overridden and the reload was cycled successfully. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The findings of this investigation were attributed to a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.